Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. The next morning, it was noted that the lead exhibited failure to capture and decreased r wave amplitudes due to confirmed lead dislodgement via fluoroscopy. The lead was repositioned successfully. The patient was in stable condition.